Manufacturer narrative:
Other text: b3: day is unknown, year and month are known, d4: UDI is unknown, no information received to date. G5: no 510k as device not sold in the us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hole in the serpentine. Adverse patient effects are unknown

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found it was possible to detect embedded resin in the corrugated tube which could cause the leaking failure mode. Functional testing found leaking was detected in the corrugated tube during the leak test; complaint was confirmed. Root cause was attributed to the embedded resin. This problem has been caused during the extrusion process of manufacturing. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during time of manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.